Event description:
A pt reported inaccurate readings with a fasttake meter. In 1999, pt experienced vomitting and loss of consciousness after taking an unknown dose of insulin based on a ft meter reading of 18mmol/l. Pt was hospitalized due to the event. Pt reported other similar reactions over the past 8-12 months. Recently, pt was told by the dr that the ft meter was not reading right. Pt reported that the ft meter readings usually varies by more than 20% from lab results. No allegations of harm have been made. No further info is available at this time.